Manufacturer narrative:
The company representative was able to confirm the issue of the ¿loose wheel.¿ the issue was determined to be attributed to an uneven floor. Why or how the floor became uneven cannot be conclusively identified. The issue of the ¿loose camera¿ was confirmed and repaired (via readjustment) to address the issue. The issue of the ¿out of focus¿ camera was also confirmed. The video adapter was replaced to address this issue. The system then, was found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The reported ¿loose wheel¿ issue is attributed to and uneven floor. Why or how the floor became uneven cannot be conclusively identified. The reported ¿loose camera¿ issue was confirmed and repaired. However, based upon the information obtained, the root cause is remains inconclusive. The reported ¿out of focus¿ issue (for the camera) is attributed to a nonconforming video adapter. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic microscope exhibited with loose wheel and camera loose and out of focus.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).